Manufacturer narrative:
A steris service technician inspected the 3085 sp table in use at the time of the reported event. The technician found that the retaining cams at the ends of side rails were broken off. This is unrelated to the reported event as the cams are only used to keep side rail attachments from coming off the end of the rails. The table is not under steris service contract and is maintained by user facility biomedical personnel. The steris technician advised them what parts needed to be replaced and biomedical personnel reported the repairs would be completed.

Event description:
The user facility reported during a patient procedure they utilized aquagel pads to prevent the patient from slipping from the bed. The patient reportedly slid 6 inches while in trendelenburg position. The procedure was completed successfully and no injuries, procedural delays/cancellations were reported.

Manufacturer narrative:
A steris account manager visited the user facility and found that the user facility utilized the pads to prevent patient movement on tables however; the intended use of the pads is for pressure point management. The steris account manager offered in-service training for staff on proper use of the pads however, they declined. The user facility stated the department clinical leader is going to hold an internal staff meeting on proper use of the pads.steris will inspect the (B)(4) table subject of the reported event. A follow up report will be submitted once additional information is available.